Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: * rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion, non-penetrating nick, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b5, d4, d6b, d9, h3, h6.

Event description:
Patient reported left side ¿exchange with no complaint against the device¿. Healthcare professional later confirmed the event via MRI. Healthcare professional later reported "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported ¿exchange with no complaint against the device¿. Healthcare professional later confirmed the event via MRI. Healthcare professional later reported "rupture". This record is for the left side. Device remains implanted.